Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Based upon the information from complaint, omsc surmised that the reported phenomenon occurred due to external stress applied to the subject device (such as impact by hitting/ dropping, interference with the endo therapy accessories).

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the incoming inspection for repair requested by the user at the olympus local service department, it was found that a part of the distal cover of the subject device fell off. Other detailed information was not provided. There was no report of patient injury associated with the event.